Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became warm to the touch during use and while charging, consistent with a battery heating issue and device overheating, and logs reviewed by support corroborated abnormal battery thermal behavior associated with the pump¿s power/charging subsystem. Symptoms included a device that was warm or hot to handle without any reported glycemic symptoms or injury. Outcomes included user education to discontinue use, shut down the device, and transition to backup therapy to ensure reliable insulin delivery. Investigation included review of device logs and internal technical consultation. Investigation of this case revealed evidence consistent with an overheating battery condition localized to the power management and charging components. It was concluded that the device exhibited an overheating malfunction and that replacement of the unit was warranted to mitigate recurrence.